Event description:
A family member reported that on (B)(6) 2011, the patient was admitted to the hospital in diabetic keto-acidosis and a blood glucose (bg) of 26 mmol/l. The patient was reportedly placed on intravenous insulin and bg decreased. The patient reportedly resumed insulin pump therapy and the patient's bg again elevated. The doctor reported that the patient changed the site twice but the pump's prime history did not indicate a site change. The pump history reportedly showed -0- boluses on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011. The family member reported that the patient bolused on those days. The bolus history reportedly showed -0- bolus at 12:01p on (B)(6) 2011 but (B)(6) 2011 and (B)(6) 2011 showed no bolus in tdd. The family member confirmed that all settings were correct. The family member confirmed that there were no noted site or set issues. Customer support concluded that the pump indicated that it was delivering as programmed. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 showed that the daily insulin delivery totals correctly reflected the users programmed basal rates. The pump suspend history indicated that the pump was suspended from (B)(6) 2011 at 17:25 to (B)(6) 2011 at 9:00. The pump was again suspended on (B)(6) 2011 at 13:47 to (B)(6) 2011 at 16:57. The last long pump suspend was observed on (B)(6) 2011 at 19:10 to (B)(6) 2011 08:33. The corresponding pump suspend warnings were observed in blackbox history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).